Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was not date provided.

Event description:
It was reported that stent damage occurred. A 2.25 x 28mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was broken. No patient complications were reported.